Event description:
The reporter indicated that the patient's leads felt like they were pulling their neck and nerve. The patient had been in to see doctor and was planning on having a revision surgery to loosen the system's connection to the nerve and surrounding tissue. Revision surgery was performed during the first week of june 2002. Two weeks later, the patient developed an infection at the lead site and was prescribed keflex. Physician plans to perform an l&d procedure and may replace the existing tie-downs. Attempts to obtain additional information have been unsuccessful to date.